Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an under infusion issue while infusing piperacillin / tazobactam (programmed amount and delivery rate unknown).. The nurse stated that the bag should have been empty (plus or minus 50-75 milliliters (ml)) but it had around 200 ml in the bag at the end of the timed infusion. The event occurred medical care unit (mcu). There was no known patient injury or medical intervention associated with this event. No additional information is available.